Event description:
Procedure: lap gastric bypass. According to the reporter: when firing the device, the handle was making a cracking sound and the staples would dispense straight not forming. The not formed staples were removed from the patient without any harm. Delay time reported was 40 minutes to remove staples and finish the case.